Event description:
According to the reporter, during a laparoscopic low anterior rectal resection with robot support, when an attempt was made to perform the resection of the rectum using a power handle with 60mm reload, in the middle of the approach, an error sound was heard from the handle before firing. There was no particular display of restart that appeared on the screen, but the error sound did not disappear. The handle was restarted and the tone disappeared, however, the issue happened again on the same day. A new handle and shell were used with the same 60mm reload and adapter to resolve the issue. No patient injury. Medtronic's initial evaluation of the incident is that an analysis of the system data indicated that there was an error for the system queue being full. The cause of the observed error was due to a software restrictions on the capacity of the queue.

Manufacturer narrative:
D10 concomitant product: sigtrsb60amt 60mm med thk reinforced rel (lot#: unknown); sigpshell, sig power sigpshell control shell (lot#: unknown); sigadaptstnd, sig power sigadaptstnd linear adapter (serial#: unknown) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. Analysis of the system data indicated that there was an error for the system queue being full. This condition has a potential for patient harm. This failure will result in the handle becoming unresponsive. It was reported that the device gave unexpected audible feedback of normal use. The reported issue was confirmed. The error tones that were heard were caused by the error due to the system queue being full. The most likely cause was traced to software coding. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.